Event description:
On (B)(4) 2012 it was reported that system diagnostics revealed high lead impedance for the vns patient. The generator was also noted to be at end of service. The patient was disabled due to the high impedance and was referred for revision surgery. The patient underwent full revision surgery on (B)(6) 2012 due to battery depletion and high impedance/lead fracture. It was noted that there was a "breakage in electrode". Additional information from the physician has been requested but no further information has been received to date. The explanted generator and lead were returned for product analysis on (B)(6) 2012. Product analysis on the generator was completed on (B)(6) 2012. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications; there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that the high impedance was first observed on (B)(6) 2012 and no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. During surgery it was observed that the lead was corroded and fractured. No x-rays were taken prior to surgery. Product analysis on the lead was completed on (B)(6) 2012. An imprint most likely caused by the canted spring in the pulse generator header was noted on the small o-ring boot suggesting that the lead connector has not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Review of the as-received photograph taken prior to decontamination shows the lead connector completely inserted in the pulse generator header. Based in the location of the setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead electrodes were not returned for evaluation. The outer silicone tubing is abraded open at approximately 7-7.3, 26.7-26.9, and 29.2cm from the end of the connector boot. The outer silicone tubing appears to have been torn at approximately 29.5cm from boot. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion. Except for two abraded openings in the outer tubing, there were no observed product related issues with the returned lead portions

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.